Event description:
The customer reported to customer service that her current power adapter does not power her 2006 model pump. In trying to determine what power adapter the customer was referring to, customer service asked questions of the customer, to which she responded that she "doesn't know when or where, but her cousin ordered her transformer because her original transformer got on fire back then [2006]." No injuries were reported.

Manufacturer narrative:
Customer service gave the customer info about the power adapters so that she could call back to order the appropriate adapter for her 2006 model pump. As of the date of this report, the customer has not called back. Attempts to follow up with the customer, including a final attempt by letter on 03/05/2012, were unsuccessful. Based on the limited info provided by the customer at the time of the original complaint, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed.